Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the battery cap will not attach to the pump. No damage to the pump is reported. There is no allegation of an adverse event. This complaint is being reported because the issue with the cap was not resolved.